Manufacturer narrative:
Additional information: b.5, h.6.

Event description:
There was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of failing preventive maintenance was confirmed during servicing activities. There was no reported patient involvement. This device is used for therapeutic purposes.

Manufacturer narrative:
The customer returned the device for pm/calibration. Repair was completed through the service repair process for damage that was found during investigation. The air in line, bezel assembly, rear case, door latch, iui right, iui left, membrane frame were replaced. The proximate causes of the observed damage are as follows: ail sensor assembly observed cracked due to wear. Bezel assembly observed damaged due to wear. Rear case observed damaged due to wear. Door latch sear observed damaged due to wear. Male iui pins observed damaged due to maintenance issues. Female iui pins observed damaged due to maintenance issues. Membrane frame observed with fluid ingress due to maintenance issues.

Event description:
The device was found to have damaged components.